Event description:
On (B)(6), 2010, the pt underwent treatment for an aneurysm in the descending thoracic aorta with a conformable gore tag thoracic endoprosthesis, and when ballooning at the distal end of the device with a gore tri-lobe balloon catheter, the aorta ruptured. The pt's blood pressure dropped, and an occlusion balloon was placed proximally. Blood pressure was restored with placement of another stent-graft, but the pt went into cardiac arrest and expired.

Manufacturer narrative:
Result - the mfg records review verified that the lot met all pre-release specs.